Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteral implantation procedure in the ureter, performed on (B)(6), 2020. According to the complainant, on (B)(6) 2020, during the patient regular checkup, it was noticed that the implanted stent had stones. The calcified polaris ultra ureteral stent was completely removed and another ureteral stent was implanted and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial information state: (B)(6) block h6: device code 1077 captures the reportable event of stent calcified. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that calcification residues were found along of the proximal and distal section (bladder and renal pigtail). No other issues with the device were noted. The reported event was confirmed. According to the product analysis, the device is calcified at distal and proximal sections; moreover, based on the information available that the stent was removed due to the calcification condition it could affect the device removal process and device performance. Therefore, known inherent risk of device is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
Initial information state: (B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteral implantation procedure in the ureter, performed on (B)(6), 2020. According to the complainant, on (B)(6) 2020, during the patient regular checkup, it was noticed that the implanted stent had stones. The calcified polaris ultra ureteral stent was completely removed and another ureteral stent was implanted and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.